Manufacturer narrative:
No product has been returned and the serial number that has been provided was deemed invalid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for all fs libre sensor kits within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance that could lead to the complaint. A tripped trend review was completed for the reported complaint and fs libre sensors, no tripped trends were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported a low readings issue with her adc freestyle libre. Customer reported experiencing vomiting and feeling sick, so she called an ambulance. At the hospital the customer had a blood glucose reading of 33 mmol/dl on the hospital device compared to 11.00 mmol/dl on the freestyle libre. The customer was treated with insulin, oxygen, and anti-nausea medication. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low readings issue with her adc freestyle libre. Customer reported experiencing vomiting and feeling sick, so she called an ambulance. At the hospital the customer had a blood glucose reading of 33 mmol/dl on the hospital device compared to 11.00 mmol/dl on the freestyle libre. The customer was treated with insulin, oxygen, and anti-nausea medication. There was no report of death or permanent impairment associated with this event.